Manufacturer narrative:
The patient underwent mesh implantation in order to treat a cystocele, vaginal vault prolapse, and stress urinary incontinence. It was reported that following insertion the patient experienced pain, urinary problems, bowel problems, recurrence and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2013-07120, medwatch 2210968-2012-07124, and medwatch 2210968-2013-24078. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. It was reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly this is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-07120 and medwatch 2210968-2012-07124. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted concurrently with restorelle y shaped mesh implant. It was reported that the patient underwent coaptite urethral bulking agent injection and cystourethroscopy on (B)(6) 2010, due to isd. No additional information was provided.